Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working as intended. The device was no longer inflating. The ipp was replaced, and there were no patient complications reported.